Manufacturer narrative:
Concomitant medical products: product ID: 977d260, lot# va1qlmf006, product type: screening. The main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: va1qlmf006, ubd: 13-apr-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) in a clinical study (sdy) regarding a patient who was implanted with a neurostimulator for pain. It was reported that there was lead migration beyond t9. There were no interventions noted, but the outcome was noted to be recovered and resolved on (B)(6) 2018. It was also noted that an x-ray was used to determine the migration. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, lot#: va1qlmf006. Product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the lead migration was not provided and that the event occurred during the trialing period. No further complications were reported/anticipated.